Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that cutting/actuation and aspiration failure of a probe occurred during test of cataract and vitrectomy combination surgery. The cutter was replaced with another one. However, actuation and aspiration failures occurred again. The surgery was performed and completed after replacing the product with another one without any issue. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. FDA evaluation codes were updated reflecting sample 1 and 2 results. No technical inquiries were received from the customer. Two opened probes, with tip protectors, in pouches were received. Sample one was visually inspected and found to be nonconforming with the probe needle bent and orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests. The probe engine was disassembled, and the components inspected. The o-rings, spacer and diaphragm are all intact. Sample two was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the bend area and several other locations on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation does not confirm the probes had an aspiration failure; the evaluation indicates sample one had a bent needle and was functionally conforming and sample two had a cut failure. How and when the needle became bent for sample one could not be determined. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The exact root cause of and cut failure of sample two cannot be determined from this evaluation. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported aspiration failure was not confirmed, and an exact root cause for the bent needle and cut failure could not be determined from this evaluation. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is:(B)(4).